Manufacturer narrative:
Correction: the aortic valve has been implanted for approximately 15 years. Additional information: no surgery has been planned for the patient. The patient was reported to be in good condition.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Unfortunately, the root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Additional information regarding this event is currently being requested. If new information is received, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a pericardial aortic valve, implanted for approximately 13 years, is showing signs of severe stenosis. It was noted that the patient is a very high surgical risk and due to her clinical condition, the surgeon was considering valve-in-valve intervention with an edwards transcatheter valve. No other details were provided.